Manufacturer narrative:
The field service engineer (fse) inspected the module, replaced the sample probe, and performed adjustments. He performed mechanical checks with acceptable results. The customer performed a precision check with acceptable results. The fse found contamination in the module's surfaces. The investigation determined the event was due to contamination of the assay. The investigation did not identify a product problem.

Manufacturer narrative:
The reagent lot number is 792358. The expiration date was requested but not provided. The investigation is ongoing.

Event description:
The initial reporter stated they had received questionable elecsys estradiol iii results for two days from several patient samples tested on the cobas 6000 e601 module. The reporter provided two examples of discrepant results: sample 1 the initial result was 18.35 pg/ml with a data flag. The repeat result was 121.3 pg/ml. The patient sample was sent to another facility and the result was reported as 295 pmol/l. Sample 2 the initial result was 51.02 pg/ml. The repeat result was 104.6 pg/ml.